Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient has high blood glucose event on (B)(6) 2026 due to infusion not working and got treated with a bolus. No further information available.